Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the statlock device would not stay closed over the 22fr silicone catheters the patient used. The patient reported that this caused the statlock device to rotate during use and twist the catheter, preventing urine flow.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Received 4 photos showing a catheter connected to the statlock. Per visual inspection of the photos, no issues on the catheter were noted. Functional evaluation could not be performed due to no physical sample was returned for evaluation, only pictures were received. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "caution: do not aspirate urine through drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the statlock device would not stay closed over the 22fr silicone catheters the patient used. The patient reported that this caused the statlock device to rotate during use and twist the catheter, preventing urine flow.